Manufacturer narrative:
The device was returned to zoll medical corporation. Testing of the device with the customer's batteries duplicated the malfunction. The batteries were found to be depleted. The customer declined replacement of the depleted batteries and declined recertification of the device. The device was returned to the customer labeled "not for clinical use." The customer requested to have the depleted batteries returned. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to power on.complainant indicated that there was no patient involvement in the reported malfunction.